Event description:
It was reported that during the initial implant of this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead, the ra lead exhibited high pacing impedance of 1,800 ohms when connected to the pacing system analyzer (psa). The ra lead was then connected to the crt-d and re-tested. This time the pacing impedance was 2,100 ohms which is considered out-of-range. The threshold measurements were good. There was no noise noted. The lead connections between the lead and header were secure. The implant procedure had gone smoothly with no difficulty prior to the high impedance measurements. The ra lead was examined under fluoroscopy and there was no evidence of a perforation or other lead issue. The physician elected to leave the ra lead implanted and the procedure was completed. This product remains in service. No adverse patient effects were reported.